Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that a 15-year-old male child patient's infusion set's tubing was detached from connector on (B)(6) 2022. Therefore, the blood glucose level of the patient at the time of event was 300-400 mg/ dl. Further, the infusion set was used for 12 hours. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.